Event description:
Report received from the USA stating that the device "plug is broken". The device was not being used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).